Manufacturer narrative:
Additional info. Balloon: catalog # 72402106, lot eg834001, exp. 02/2004, mfg 02/1999. Pump: catalog # 72402287, lot cp757008, exp 11/1996. Returned device analysis indicates device failure occurred with a leak in the cuff that was due to wear. The balloon that was functional, but the pressure was above specifications. The pump performed within specifications. Should additional info become available regarding this event, ti will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that pt had his device removed due to infection, device fluid loss, and recurrent incontinence.